Manufacturer narrative:
Added codes: a150203 g04002. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that an occlusion occurred due to a blood clot. Per the physician, it was most likely not due to the delivery catheter system (dcs) because the 18fr dry seal sheath was used for access. It was reported that there was a flexion in the abdominal aorta. Heparin was administered during the procedure. The valve was recaptured one time due to a shallow implant depth.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that on the same day following implant of this transcatheter bioprosthetic valve, the patient had a thromboembolism. Ischemia was observed in the left lower extremity. Arterial dissection at the puncture site of the left lower extremity was observed, and a left lower extremity common femoral artery angioplasty was performed at the surgery department. Lower extremity blood flow improved. No additional adverse patient effects were reported.